Event description:
Patient was brought into the ER with 60 shocks in one day. A lot of noise was present on the rv lead. The shocks completely drained the battery, so the representatives were unable to do a follow up and verify the impedance values. The device was explanted. Both leads (atrial and rv) were also explanted, although there weren't any problems with the atrial lead. This ICD was replaced with itrevia 7 dr-t df4, sn: (B)(4).

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 115 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Furthermore, the analysis of the shock holter data showed that an amount of 87 charging cycles was performed by the device within an hour on september 28, 2015. As a result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mol1. The amount of charge taken from the battery was verified, revealing the battery status mol1 to be as expected. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries, confirming the clinical observation. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.